Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 518 mg/dl. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.